Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the remote transmission indicated that the patient received inappropriate shocks and a lead integrity alert was triggered for the right ventricular (rv) lead due to lead impedance, oversensing, and sensing integrity counter (sic). There was also rv lead impedances warnings triggered for high pacing impedance and a rv lead noise warning triggered. Additionally,there were high rate non-sustained episodes noted on the interrogation report. A possible lead fracture was suspected. The rv lead was programmed off. It was also questioned why the implantable cardioverter defibrillator (ICD) did not withhold the inappropriate shocks. The following day the rv lead was capped and replaced. The ICD remains in use. No further patient complications have been reported as a result of this event.